Event description:
(B)(4). Event occurred in (B)(6). The patient reported infusion set tubing detachment at the connector. The event occurred while the patient was swimming in the pool and at the beach. The site location was reported as abdomen and the pump was worn on the patient's waist. The infusion had been in use for 3 days and was not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to the patient's body. No further information available.